Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap was attached and locked into place properly during testing. The following cosmetic damages were noted during visual inspection: broken battery cap, battery cap contact missing, pillowing keypad overlay, scratched case, stained keypad overlay, cracked case, cracked battery tube threads, cracked case-corner of belt clip rails, and cracked case (battery tube). In summary, the customer¿s allegation of damage to the battery compartment was confirmed during visual inspection when a cracked case, cracked battery tube threads, a cracked case-corner of belt clip rails, and a cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment of pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the device was returned for analysis.